Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. During eval, the pump did not detect the cartridge on the load step, dispensed fluid from the cartridge and emitted a "no cartridge detected" warning. A review of the pump history indicated that loss of cartridge detection had occurred. Eval revealed visible damage to the force sensor flex.

Event description:
The distributor reported that the pump dispensed insulin from the cartridge during the load step.